Manufacturer narrative:
No med intervention was reported. Review of downloads from the pcmcia card demonstrate no interaction with the syringe, indicating that no change in rate was ever confirmed. The machine has since been run in a dummy treatment with all pumps and rates running appropriately. This complaint was deemed due to user error and recommended corrective actions is to review and follow-up operator training in affected clinic. Further investigation and follow-up of this occurrence is ongoing by the MFR.

Event description:
Customer reported an incident where the nurse experienced access to positive and return to negative alarms. At this point she increased the anticoagulation rate from 1.5ml. Hr to 1.7ml/hr. Then she stopped the machine to flush the catheter and at this point decided that the prismaflex had bolused 12ml of prostacyclin to the pt. The syringe rate appeared to have reverted to 1.5ml/hr so, she returned to the flow rate for the syringe to turn it to 0ml/hr, had more catheter alarms and found the syringe rate still to be 1.5ml/hr." The pt was taken off the machine with minimal blood loss and the machine was temporarily isolated. The pt had no drop on blood pressure that would be associated with a prostacyclin bolus. Blood loss volume not reported.